Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon review, high right atrial capture threshold was noted. Previous session record review noted loss of capture at a lower output. No sensing anomalies were noted. Chest x-ray showed no noticeable dislodgement or lead damage. The lead was reprogrammed. The patient was stable and will continue to be monitored.